Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional reported left side capsular contracture baker grade iii. The device has been explanted.

Event description:
Healthcare professional reported left side capsular contracture baker grade iii. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe as it is a medical event not related to the device. Additional observations: creases were observed. Wear abrasion observed. Stress marks observed. Broken observed on radius side assessed as fold flaw opening and broken observed on posterior side assessed as surgical impact (shell thickness within specification) and missing shell assessed as inconclusive. No further actions are required as the device was implanted.